Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter: "false positive. No reports were given to patient based on the false result."

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter: "false positive, no reports were given to patient based on the false result. "

Manufacturer narrative:
A failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote service worked with the customer and identified the temperature identified on the instrument differs from the actual incubation temperature. A spare rtd wiring (p/n 445809) was sent to customer and installed in the associated case (pr (B)(4)). The root cause was a rtd wiring issue. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Complaints for results issues are within statistical control for the month of january 2022. The upper control limit was not breached. Quality will continue to monitor the results issues complaints for bactec 9050 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmbactecinstraph rev 15 the potential risk of the reported failure mode is user inconvenience, which is an s1; reference row ID 1.0a.